Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported events involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. For each event, a field representative went onsite to evaluate the device and determined there was a problem with the reagent probe. Further investigation determined the field representative findings were the root cause. No systemic issue with the device was identified during the investigation of these events.

Event description:
This report summarizes <noe>3</noe> malfunction events where erroneous results were generated by the cobas c501 analyzer. For the first event, there was one erroneous result for c reactive protein (crp) for one patient. For the second event, there were an unknown number of erroneous results for alkaline phosphatase (alp), lactate dehydrogenase (ldh), creatine kinase (ck), and magnesium (mg) for an unknown number of patients. For the third event, there were erroneous results for valproic acid for each of two patients. The patients' ages, genders, and weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.